Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). No patient involvement. If explanted; give date: n/a (not applicable). No patient involvement. Device evaluation: the product was received in a lens case. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. It also can be seen that a haptic is damaged at the edge. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the labeling review was not reviewed because limited information was received. Historical data analysis: a search of complaints revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially, it was reported that the zxt225 intraocular lens (iol) had an issue when removing from the packaging; however, customer does not know how to describe it in detail. The product was received at the manufacturing site where product testing was performed. The investigator notes haptic damage. The outcome of the investigation has met the reportable malfunction criteria; thus, reporting is required. No further information provided.